Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the presented with pocket erosion. It was noted that the patient presented for an evaluation of a hematoma at the pulse generator site. Aspiration of the site was performed but erosion and device exposure were noted. The entire system was explanted and replaced. The patient was in stable condition.